Event description:
During hfnc (high flow nasal cannula) therapy to pediatric pt., pt's. Spo2 decreased despite an increase in fio2, suctioning and albuterol tx. After troubleshooting, it was noted that the pressure relief/safety valve had popped open causing this effect to the pt. The pt. Had been on 8 lpm (liters per minute) of oxygen when this occurred. This has been reported to have happened a total of 3 times since changing to this product.what was the original intended procedure?high flow oxygen therapydevice #1is this a laboratory device or laboratory test?no